Event description:
It was reported that the device exhibited 240 ohms unipolar impedance. Bipolar impedance was between 500 and 700 ohms. The device will be monitored.

Manufacturer narrative:
Final analysis found an insulation abrasion breaching the proximal insulation at 24.5 cm to 25.0 cm from the connector pin. The abrasion was consistent with that caused by clavicular crush.